Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received for evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While it was confirmed that no sample is available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after an infusion port treatment, the caresite was connected and the patient returned home. Fluorouracil injection was infused 2 ml/h via intrathecal drug infusion system. Patient's clothes were found to be wet at 4 a.m. On mar 29. Blood and medicine leakage was then found in the caresite and port. Upon further examination at the hospital, the nurse found that the caresite joint was cracked and the catheter at the infusion port was blocked. The nurses immediately took active measures to dissolve the catheter and dredge the catheter at the infusion port. Now the port could be used normally. The patients were treated with oral fluorouracil instead. No injury was reported.